Event description:
On (B)(6) 2013, the patient underwent endovascular repair of a thoracic aortic aneurysm at the aortic arch using two gore tag thoracic endoprostheses and three iliac extender components of gore excluder aaa endoprosthesis. The physician first implanted (B)(4)distally at the descending aorta then implanted (B)(4) proximally at the aortic arch. In order to preserve the blood flows into the left subclavian artery, the physician poked holes on the side wall of the (B)(4) using a "needle" advanced from each branch vessel and implanted the iliac extender components from each of three vessels to the tgt 4015. The final angiogram showed no endoleak and the patency of all three vessels. The procedure concluded with no complications reported. On (B)(6) 2013, digital subtraction angiography (ds) images showed that the iliac extender component ((B)(4)), which was supposed to be deployed inside the (B)(4) from the brachiocephalic artery, was actually deployed outside the (B)(4), pressed against the aortic wall. In order to restore the blood flow into the brachiocephalic artery, (B)(4) was extended with an additional contralateral leg component ((B)(4)) to create a "chimney." The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications.